Manufacturer narrative:
The product was not received for evaluation. As a result, the reported issue could not be confirmed and the root cause could not be determined. It is unknown if the balloon deflation issue occurred due to a manufacturing issue or due to the inflation medium being used in the procedure. As noted in the IFU: warning: if using contrast media as the inflation medium, then follow the instructions provided by the contrast media manufacturer and pretest the balloon to ensure proper inflation/deflation. If the contrast medium is too viscous, it may restrict the ability of the balloon to inflate and deflate properly. Note: at this time, the DHR for the device is unable for review. As a result, the manufacturing records could not be reviewed for this device and the complete UDI and manufacturing/expiration dates could not be confirmed. The lot met all acceptance criteria for release.

Manufacturer narrative:
The product was not received for evaluation. As a result, the reported issue could not be confirmed and the root cause could not be determined. It is unknown if the balloon deflation issue occurred due to a manufacturing issue or due to the inflation medium being used in the procedure. As noted in the IFU: warning: if using contrast media as the inflation medium, then follow the instructions provided by the contrast media manufacturer and pretest the balloon to ensure proper inflation/deflation. If the contrast medium is too viscous, it may restrict the ability of the balloon to inflate and deflate properly. Note: at this time, the DHR for the device is unable for review. As a result, the manufacturing records could not be reviewed for this device and the complete UDI and manufacturing/expiration dates could not be confirmed. The lot met all acceptance criteria for release.

Event description:
It was reported that the balloon would not deflate while removing a blood clot during an embolectomy procedure. A replacement device was used to complete the operation. The device was checked prior to use with no issues. The saline volume did not exceed the recommended volume. The catheter was used at the stenotic regions. No incision was made to the balloon using a sharp object. There was no unintended catheter fragments left inside the patient's vessel and no injury was reported to the patient.

Manufacturer narrative:
The product was not received for evaluation. As a result, the reported issue could not be confirmed and the root cause could not be determined. It is unknown if the balloon deflation issue occurred due to a manufacturing issue or due to the inflation medium being used in the procedure. As noted in the IFU: warning: if using contrast media as the inflation medium, then follow the instructions provided by the contrast media manufacturer and pretest the balloon to ensure proper inflation/deflation. If the contrast medium is too viscous, it may restrict the ability of the balloon to inflate and deflate properly. Note: at this time, the DHR for the device is unable for review. As a result, the manufacturing records could not be reviewed for this device and the complete UDI and manufacturing/expiration dates could not be confirmed. The lot met all acceptance criteria for release.